Event description:
A report was received that the patient¿s midline incision site had opened again (MFR report #: 3006630150-2015-00757) and was confirmed that there was an infection. Symptom of infection was pus. It was also reported that the ipg site had drainage of pus but had not opened. The physician was not certain of the cause of infection. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator; model#: sc-4316, lot #: 17279174, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient¿s midline incision site had opened again (MFR report #: 3006630150-2015-00757) and was confirmed that there was an infection. Symptom of infection was pus. It was also reported that the ipg site had drainage of pus but had not opened. The physician was not certain of the cause of infection. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-8216-70 sn (B)(4): device evaluation indicated that the source of the complaint could not be determined. The lead was cut during the explant procedure. Visual and xray inspections found no anomalies. Damage to the device is a result of a typical explant procedure and is not considered a failure. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-1132 sn (B)(4) device evaluation indicated that the ipg passed visual and performance tests performed. The source of the complaint could not be determined. Residual gas analysis verified that the device insulation was not compromised. Sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-4316 lot # 17279174 device evaluation indicated that the clik anchor passed visual test performed. The review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.